Event description:
It was reported that right ventricular lead had no capture, undersensing and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. The lead appeared to be slightly stretched from explant. Further testing revealed proximal conductor blood/body fluid (not obstructed), other insulation breached cut, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism.